Event description:
A customer reported encountering a cartridge alarm 20 during the load process, which resulted in their blood glucose level being recorded as "high," although the exact value was unknown. Despite the elevated glucose level, the customer did not take action to address it and did not require assistance from a third party. Technical support educated the customer on the correct procedure for cartridge removal, confirmed consecutive cartridge alarms, and decided to replace the pump to resolve the issue. The customer understood the instructions for managing the replacement pump and agreed to return the problematic pump using the prepaid label provided.